Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. Investigation summary: bd received the instrument from the customer facility for investigation. The instrument was evaluated and the customer's indicated failure mode for a broken tube holder was observed. Investigation conclusion: based on evaluation of the customer returned instrument, the customer¿s indicated failure mode for a broken tube holder was observed. Root cause description: based on the investigation, a root cause could not be determined. The instrument was repaired as part of the troubleshooting and correction. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd sedi-40 had a broken cover and old sw. No report of medical intervention or serious injury.